Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test. During the programming process the cam mechanism did not move. The valve was pressure tested at 30mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. No defects were found. Review of the history device records confirmed the valve product code 82-3100, with lot cpgb74, conformed to the specifications when released to stock on the 10th july 2013. The root cause of the problem reported is due to biological debris found within the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The customer complained that the valve wasn't any ´longer adjustable. Thus they decided to explant the valve and replace by a new one.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.